Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he was hospitalized due to he broke his neck in a vehicle accident. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that his insulin pump has multiple cracks on the display window, and the esc key is not working. Nothing further was reported.